Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted colorectal procedure, on initial loading of the suture into the device, there was difficulty loading the needle in terms of achieving a click when pulling down on aligned teal toggles. Surgeon intervened to complete load but after successful use, the needle broke in half with one half remaining in patient. After x-ray was used to locate needle, surgeon discretion was to leave it inside the  patient due to location where hand assisted laparoscopic procedure was unable to locate, inability to access that location in abdomen and remove needle remnant. Surgical time was extended for 30 minutes or more.